Event description:
Resident was getting ready to be put back in bed using a lift, when the bar broke. The resident was only out of the chair one or 2 inches and was not injured. There was a great potential for injury.